Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficult removing from the anatomy (leaflet continually got stuck on the gripper arm) appears to be related to the positioning failure (leaflet grasping). The positioning failure appears to be related to patient morphology/pathology. Based on the information provided the tissue injury appears to be related to procedural conditions of the leaflet grasping and difficult to remove. The reported unexpected medical intervention was a result of case-specific circumstance as a clip was implanted to treat the leaflet tear. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the tissue damage. It was reported the mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip delivery system (cds) was advanced to the mitral valve and grasping was difficult, the anterior leaflet continually got stuck on the anterior gripper arm. The clip was freed, however leaflet damage occurred. The clip was not implanted, and the clip was replaced. One clip was implanted treating the leaflet tear and reducing mr to 2-3. No additional information was provided.